Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that during the pump replacement procedure, the surgeon could not get the pump segment off of the old pump and he ¿didn't want to dink with it" so it was replaced. Then when replacing the pump segment, he went through a couple of collets. One he locked prematurely and another one he thought he didn¿t get the catheter in all the way, so a third one was used to complete the procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), product type: catheter. Product ID: 8784, serial# (B)(4), product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 25-jun-2022, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 03-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: 2015-(B)(6) explanted: 2022-(B)(6) product type catheter pro duct ID 8782 lot# serial# (B)(6) implanted: explanted: product type catheter product ID 8784 lot# serial# (B)(6) implanted: explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: 2015-(B)(6) explanted: 2022-(B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative reported that the patient weighed 300 pounds at the time of the event.